Event description:
The customer reported the system was giving an error message and the system was not able to boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.